Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the common mode/wrist electrode functional test was out of specification due to the electrocardiogram (ECG) connector being loose on the printed circuit board. It was also noted that the lower case was missing feet, the display was dim, the printer was broken, the display drops and the power cord bay door was broken.